Event description:
On (B)(6) 2010, the plaintiff was implanted with an ams miniarc sling. It was alleged by the plaintiff's attorney that the plaintiff "suffered injuries including infections, pain, discharge, urinary problems, abdominal pain, distended abdomen, corrective surgery and mental anguish as a result of her implantation." It was also alleged that the plaintiff experienced mesh erosion, diminished capacity for the enjoyment of life, a diminished quality of life, and other such damages.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated anda f/u report will be sent.